Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi).

Event description:
One endeavor resolute drug-eluting stent was implanted in the rca during the index procedure. A resolute integrity drug-eluting stent was implanted in the lcx approximately 31 months post index procedure. The clinical events committee have adjudicated that the patient suffered an mi approximately 31 months post index procedure during the re-pci procedure.